Manufacturer narrative:
The customer indicated the product will not be returning to zoll at this time.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. A second r series device (sn unknown) was obtained; however, the device was unable to pace complainant indicated that the clinician obtained a third r series device to continue treating the patient. The patient was paced successfully. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.